Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of clamp issues -damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text .

Event description:
It was reported that at least one unspecified bd alaris intravascular administration set experienced a loose tubing clamp. The following information was provided by the initial reporter: today while onsite, the nurse manager stated that she knew of several occurrences where the tubing safety clamp failed to close off the IV set which resulted in free flow.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one unspecified bd alaris intravascular administration set experienced a loose tubing clamp. The following information was provided by the initial reporter: today while onsite, the nurse manager stated that she knew of several occurrences where the tubing safety clamp failed to close off the IV set which resulted in free flow.